Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided in the initial report. Based on the legal manufacturer's investigation, it is likely that the components related to the front panel display of the cm board (printed circuit board) accidentally failed, causing the front panel display blackout. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the touch panel of the subject device was not worked intermittently during the preparation of the demonstration by olympus india. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and found the front panel blackout which might have occurred due to the printed circuit board failure. There was no report of patient injury associated with this event.